Manufacturer narrative:
Other contact phone number: (B)(6). Due to characterization limit e1: event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during inspection the cardiosave hybrid type b plug intra-aortic balloon pump(iabp) device screen not responding. There was no patient involved.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge fse evaluated the unit and replaced touch panel display. All functional and safety checks meets factory specifications and the product is ready for use.